Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out-of-range pacing lead impedance measurements. There was a gradual increase in the lv pace impedance measurements noted for the past several months, although sensing and pacing threshold measurements were fine. Pocket stimulation was also noted. Further, noise was able to be recreated with isometrics and the impedance measured was consistently greater than 2,000 ohms. Additional information from the field representative indicated that the cause of the out of range and noise was not identified and the physician has elected to continue monitoring as of this time. The system remains in service. No adverse patient effects were reported.